Event description:
Complainant alleged that while attempting to treat a male pt (age unk), the device was unable to obtain a ECG signal via electrode pads. Complainant indicated that the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.